Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update- (B)(6) 2011- received litigation papers. They allege that doi was (B)(6) 2008, and that patient suffered from severe hip, thigh, and groin pain; pain while sitting for prolonged periods of times; pain while lying on her side; and pain while walking. She was also injured by excessive levels of chromium and cobalt. Additionally it was reported that the patient was diagnosed with a staph infection in her right hip area which led to the explant of her right sided asr hip implant. Product/lots added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.